Event description:
Customer reported receiving a button alarm error alarm on the insulin pump. Customer stated that the device was in her pocket and it got hot. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and racked case near display window corners noted during visual inspection.